Event description:
Problems with 30" contour dual port, single bladder tourniquet cuff were reported by the o.r. Cordinator. The problems reported included chemical burn under the cuff on patient's leg in addition to leg paralysis. The o.r. Coorsinator stated that the patient appeared edematous and that could have caused cuff to be too tightdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: unknown. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.